Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in-clinic after unsuccessful pairing between the loop recorder and the confirm rx phone app. The app was uninstalled and troubleshooting was performed. However, the device still could not be paired. The patient is in stable condition.